Event description:
The customer reported not seeing insulin drops at the end of the tubing during the fill tubing step. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and successfully resumed insulin usage. Replacements for the cartridge and infusion set were requested.